Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sample was received for evaluation. From the visual inspection there is an embedded foreign matter in the barrel wall, therefore failure mode is verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.